Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/09/2017, that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing failed however not related to the complaint.. The complaint is undetermined because the receiver shut off unexpectedly but did not stop providing information to the user.. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.